Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
Based on the information provided, the 62-6940 spine plate and bone screws were implanted in october of 1012 and the device was surgically removed due to the device failure.